Manufacturer narrative:
The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a the tubing leaked during tpn infusion to a patient. The rn noticed it was cracked. The tpn filter tubing changed with no further problems. There was no patient harm.

Manufacturer narrative:
Correction: suspect set was a non-bd extension set. Since the suspect set received was determined to be a non-bd product and no malfunction has been alleged with a bd product, the file is no longer deemed reportable. Leaking from the non bd set¿s filter was confirmed, however, since this was another vendor¿s product the root cause could not be determined.